Event description:
On (B)(6) 2011, customer reported that the dxc 800 pro instrument generated erroneous sodium (na) results. Results were reported out of the lab. The samples were repeated with "normal" values and were amended. Treatment was not initiated or withheld based upon the original results reported. Multiple attempts were made to obtain more information, but the customer did not provide. The number of samples affected and magnitude of error are unknown. Field service engineer (fse) examined the instrument and found a bubble on the face of the na electrode and replaced the electrode. Fse also performed maintenance and verified performance.